Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this system received inappropriate therapy due to noise: device programmed in alternate vector. The physician suspected the noise was the result of electrode damage, as the patient had a recent emergent procedure to implant an atrial lead into a non boston scientific concomitant system. Boston scientific's engineers reviewed case information and provided guidance for resolution. X-ray images and electrograms were reviewed with recommendations to perform additional testing to determine noise pattern consistencies. Engineers confirmed the inappropriate shocks were due to mechanical noise of a non cardiac nature: impedance measurements during shock delivery were normal and within range. The field was unable to successfully reproduce the noise signals during in office manipulation when reprogrammed to the secondary vector. To date, no surgical intervention has been required and both the device and electrode remain implanted and in service.